Manufacturer narrative:
Follow-up #1 and final report submitted. Product identification: the reported device was confirmed to be a trident inline offset impactor, p/n 209830, lot 32884, RMA 263629. Inspection: visual inspection shows the impactor shaft broken in two separate pieces. Refer to attachment. Product history: review of device history records indicate that 8 devices were accepted into final stock on 07/07/16 with no reported discrepancies. Complaint history review: review of complaint within trackwise database for p/n 209830, lot 32884 shows 0 other complaints related to the failure in this investigation. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been zero ncs or capas associated with the product and failure mode reported in this event. Conclusion: part inspection confirms reported issue showing a fracture shaft in the distal end of the impactor.

Event description:
Impactor handle and impactor platform broke during impaction. Case type: tha. Surgical delay =15 minutes.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Impactor handle and impactor platform broke during impaction . Case type: tha. Surgical delay- =15 minutes.